Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0xtzj, implanted: (B)(6) 2016, product type: lead; product ID: 3389s-40, lot#: va12c8b, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-may-2018, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician removed half of the patient's device from one side of their head. They got an infection in the scalp and they had to use antibiotics. He said "the one on the right side" was removed on (B)(6) 2020. The physician confirmed the lead was removed.